Manufacturer narrative:
(B)(4). Investigation / evaluation: this historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. Current controls are in place for manufacturing and inspection (qc-stent) processes to assure functionality and device integrity prior to transportation. The instructions for use cautions individual variations of interaction between stents and the urinary system are unpredictable. Improper handling can seriously weaken the stent. Do not force components during removal or replacement. Updated, 09may2016: the device, product lot number, imaging or pictures of the device were not returned to assist with this investigation. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Based on the provided information a definitive root cause could not be determined. Will continue to monitor for similar complaints appropriate personnel have been notified.

Event description:
Upon removing the stent, the physician noticed that the pig tail end that was in the kidney was knotted. The physician had to clip the end of the stent in order to remove it through the ureter. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.